Event description:
Pt was injected on (B)(6) 2009, on the nasolabial folds and on mental crease of chin. Pt returned on (B)(6) 2010, with swelling and irritation which looked like mumps. Received update on pt's condition on (B)(6) 2010. Pt was hospitalized for approx 1 week during which time pt saw a plastic surgeon who drained the area and prescribed antibiotics, levaquin and clindamycin.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with alleged product lot.